Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/17/2020. H.6. Investigation: one 3ml syringe with needle attached in an opened blister pack from batch 0003888 (p/n 305060) was received and evaluated. No defects were observed. Since the reported defect was not identified in the samples received, no potential root cause can be defined and no corrective actions are required at this time. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. H3 other text : see h.10.

Event description:
It was reported that prior to use the needle separated from hub with a bd syringe 3ml ll w/ndl 18x1-1/2 blunt fill. The following information was provided by the initial reporter: needle separated from syringe when being removed from package.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use the needle separated from hub with a bd syringe 3ml ll w/ndl 18x1-1/2 blunt fill. The following information was provided by the initial reporter: needle separated from syringe when being removed from package.